Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that there was a poor communication screen and the patient was in overdischarge. They were not able to communicate with the implantable neurostimulator recharger (insr). Once they got the ins replaced they would meet to do a jump start. The issue started in (B)(6) 2015. Additional information received from a healthcare provider (hcp) reported the patient had a spinal cord stimulator in situ that was nonfunctional. It appeared the battery was completely discharged. It also appeared that the device had flipped. The hcp spent a great deal of time trying to charge the device the day of the report and the patient was sent home with a different charger to try to reactivate the device. The hcp noted the patient would return the next day for re-evaluation and the hcp may attempt to manually flip the device back to it's normal position. The hcp reported the next day that the patient attempted to "discharge" the spinal cord stimulator battery over a 24-hour period, but was unsuccessful. The hcp attempted to rotate the device in his office, but was unsuccessful. The hcp noted there appeared to be a mature capsule around the implantable neurostimulator (ins). The hcp noted that the patient would need a replacement. It was noted the patient's pain was a 6 out of 10. The patient appeared comfortable. The patient body habitus, posture, transition, and gait were normal and the patient could ambulate unassisted. The hcp diagnosed there was spinal cord stimulator battery failure. There was a plan to remove and replace the patient's ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.